Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-02922. (B)(6) study. It was reported that the patient died. In (B)(6) 2014, the patient presented with unstable angina and was referred for cardiac catheterization. Target lesion #1 was located in the proximal left anterior descending (lad) artery extending to mid lad with (B)(6) stenosis and was 46mm long, with a reference vessel diameter of 2.75mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.75x20mm and 2.50x32mm mm promus element&#10244;rug-eluting stents with (B)(6) residual stenosis. Eight days post index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient presented with elevated troponin and was hospitalized on the same day. An event of myocardial infarction (mi) was reported by the site. The following day, medication was given to treat mi. Three days later, the patient died due to acute mi.